Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No prime or fill anomaly, no rewind anomaly, no change battery last less than expected anomaly and no excessive no delivery alarm during test noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was slower during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had frequent no delivery alarm, battery diminished and rewinding was slow. The insulin pump will not be returned for analysis.